Manufacturer narrative:
(B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: (left) 275 cc mentor memorygel breast implant catalog: 3502751bc, lot: 7620348. On 6/14/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. In addition some creases were observed in the anterior and posterior aspect. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition.the second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6)-year old female patient who underwent breast augmentation revision with two 275 cc mentor memorygel breast implants, experienced right breast capsular contracture baker grade iii post-operatively. As a result, the patient underwent removal and replacement with another 275 cc mentor memorygel breast implant on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4).